Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation, however, a photo was received, which revealed a spike was missing. The reported condition was confirmed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that disconnection was observed between tubing and luer lock connector of one of the four leads of a chemo therapy set with 4 leads. The unknown chemotherapy product leaked out. The reported condition occurred during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event.